Event description:
An electronic report has been received from a hemodialysis user facility who has reported the following event: where the heparin line attaches to the post pump segment of the tubing, it began to leak. As it was discussed, it came completely apart. Therefore blood moving at 500ml/min began to flow. The pt experienced blood loss and potential exposure to contamination. The facility was contacted where it was learned that 2 hours into the treatment, the mainline tubing separated at the post pump segment juncture where the heparin line is attached. It was visually observed that blood was dripping and when the blood pump was stopped, the line separated. They were able to clamp and return the blood back to the patient. The facility reported that there was a minimal blood loss. The patient will return on the next treatment day for an additional hour of treatment. The patient is reportedly fine and was discharged to home without any further ill effect from this incident. The sample was saved for evaluation.